Event description:
Pump alarm 20 was reported during use. Customer declined to answer whether the issue affected blood glucose levels, so impact remains unknown. Technical support assisted customer with loading a new cartridge, but the alarm recurred. Subsequently, the pump was replaced under warranty, and customer was informed of the need for replacement. Customer reverted to manual injections for insulin therapy.